Event description:
The distributor contacted animas on (B)(6) 2013 alleging the ok keypad button was unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior of the pump on the interior components. Investigation was unable to confirm or duplicate the keypad complaint and the pump was found to be operating normally without malfunction or defect.